Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A synergy ous mr 4.00 x 24mm was deployed to treat the target lesion. After deployment of the stent, the physician noted a dissection at the distal end of the synergy stent. Another stent was deployed overlapping the dissection in order to complete the procedure successfully. The patient was stable post procedure.